Manufacturer narrative:
(B)(4).  Physio-control advised the customer that their device is no longer under warranty and not field serviceable.  Physio recommended that the device be permanently removed from service and that a replacement unit be obtained.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device will power on by itself when a battery is installed. As a result, defibrillation may not be possible because the power source (battery) could become prematurely depleted. There was no patient use associated with the reported event.